Manufacturer narrative:
Product analysis confirmed the reported complaint. Visual examination of the returned device revealed distal tip and shaft damage. The hub/manifold was inspected and no damage or abnormalities were found. The shaft of the catheter was inspected and the material located at the port weld appears stretched and a small piece of red fibrous pm is present. It is unlikely that the fm was present prior to unpacking at the facility due to boston scientific's manufacturing processes that include extensive inspections to ensure that all finished devices meet specifications. The stretched material was most likely caused from handling the guide wire at the guide wire exit notch location. Damage was observed at the distal tip. The distal tip was flared. It was also noticed that 0.25mm proximally from the distal tip there was shaft damage. The distal weld was bunched which is consistent with handling of the device. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the damage occurred. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is handling damage.

Event description:
Event was determined to be reportable based on analysis completed in 2009. It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) procedure, the nurse noted that the proximal section of the 20mm x 3.5mm quantum maverick mr balloon catheter was not smooth. The procedure was completed successfully with another of the same device. The device had no contact with the patient. Device analysis revealed foreign material in the device.